Manufacturer narrative:
This supplemental report was created because the complaint has been reassessed and determined to be not reportable due to the part number being unknown.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00116; 933-28-748, s805 - wear/excessive wear, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to instability